Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch profile meter had a message issue. The patient manages her diabetes with pills and/or exercise and/or her diet. The patient indicated that the alleged meter issue started on an unspecified date/time last year. According to the one touch customer advocate (otca), the patient claimed that the meter displayed an unidentified message of "e14, itert." As a result of the alleged meter issue, the patient administered self-care by taking his usual dosage(s) of "gliperide". A month after the alleged issue began, the patient claimed that she developed symptoms where her "blood sugar is up." It is not clear if the patient developed any physical symptoms or was able to test her blood glucose with the reported meter or any other device during the time of concern. The patient denied receiving treatment as a result of the alleged meter issue. It would have been helpful to know the following information: the patient's testing frequency, is the patient was able to test her blood glucose during the time of concern, what she meant by her "blood sugar is up," and if she developed any symptoms. In addition, it would have been helpful to know what actions the patient took before and after her blood sugar was up, what her last blood glucose reading was before the alleged meter issue began, and if the patient made any changes to her diabetes management regimen after the issue began. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms where her "blood sugar is up." A month after the alleged meter issue started.